Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a swollen face. It was noted that the physician said that it was a reaction to the surgery. The patient was prescribed with benadryl. No further information has been obtained despite good faith efforts.